Event description:
The pt had a lap band port placed surgically almost three years ago at another hospital. The surgeon noted the patient has had repeated fills of her band and the port does not seem to be holding pressure and is likely leaking. The surgeon replaced the port ten months ago due to a presumed leak. The pt had an uneventful post-op course without complications and was discharged home.